Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Evaluation of the returned sample, submitted by futurematrix interventional, stated that when the dilator was re-inserted into the sheath to check for any resistance, no resistance was felt. Dimensional evaluation indicates that both the sheath and the dilator meet specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use: 1. Activate the hydrophilic coating by placing the dilator and sheath components into saline or sterile water. Place an 0.035" (0.889mm) or 0.038" (0.965mm) guidewire into the ureter using standard endourology techniques. 2. Ensure the dilator lock is securely engaged with sheath hub prior to insertion. 3. Insert the guidewire into the tapered end of the dilator/sheath assembly and gradually advance the assembly into the ureter. Note: placement of the assembly can be verified using fluoroscopy or radiographic means. 4. While maintaining sheath position, disengage the dilator lock from the sheath hub to gently remove the dilator. Do not advance sheath without the dilator in place. Note: suture holes are provided on sheath hub for securing externally, if desired. 5. An endoscope and/or related instruments can now be used through the ureteral sheath as needed. 6. If desired, irrigation can be applied using the luer connector on the dilator. 7. Upon completion of the access procedure, gently withdraw the device. 8. Discard the device in accordance with hospital procedures and with applicable laws and regulations." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hole of the funnel part of the proxis access sheath was too small in diameter, causing the inner sheath to get caught when it was being inserted about an inch from the tip. No patient impact reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the hole of the funnel part of the proxis access sheath was too small in diameter, causing the inner sheath to get caught when it was being inserted about an inch from the tip. No patient impact reported.